Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose level is unknown. The customer stated that there are 2 dark splotches on the screen under the time that should not be there. Customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. No cracks or missing segments noted at the lcd window. The insulin pump has cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.